Event description:
The customer reported that the autopulse platform (sn: (B)(6) displayed a user advisory 45 (not at "home" position after power-on/restart) message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during archive review but not confirmed during functional testing. The autopulse platform passed the functional testing without any fault or error and performed as intended. A review of the archive data showed ua45, thus confirming the reported complaint. The autopulse platform passed the functional testing without any fault or error. The autopulse platform was subjected to the run-in test using the large resuscitation test fixture (lrtf) for 15 minutes. The customer reported problem could not be reproduced. The autopulse platform functioned appropriately and performed as intended. The repair has not been approved by the customer. The autopulse is tagged with a " not for clinical use " label and will be returned to the customer.